Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6; -4.5 diopter implantable collamer lens into the patient's left eye (os) on (B)(6)2022. The lens was implanted upside down. Intraoperatively the lens was removed and replaced with a same model/length lens. There was no patient injury. The problem was resolved. The cause of the event was reported as unknown.